Event description:
It was reported during implant procedure that the atrial lead had poor sensing. The atrial lead was not used and the physician elected to complete the procedure without a replacement?. There were no patient consequences.